Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient nmi. The device was tested on the bench and the cause of code corruption was undetermined. Interrogation of the device revealed the battery voltage reached eri level due to normal battery depletion. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out for eri, the device was observed to be in back up vvi mode. The device was explanted and replaced. There were no adverse consequences for the patient.